Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the emergency room. It was noted that multiple hv therapies had been delivered and noise reversion episodes had been detected. One egm indicated inappropriate detection of vf due to lead noise, with the detection of return to sinus before therapy was delivered. The lead was capped and replaced. Patient was in good condition post-procedure.